Event description:
It was reported that a foreign material a few millimeters in length was found on the tip of the balloon surface at the inflation test before use. It appeared to be the same material as the balloon. The customer removed it and used the catheter." There were no patient complications reported.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the product, it is not possible to confirm the complaint or determine if damages or defects were present on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time.